Manufacturer narrative:
A visual examination of the internal bolster was detached from the tubing. The inner diameter of the internal bolster was torn and not smooth. The internal bolster appeared to have been properly molded. The tubing was not returned. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment during removal most likely occurs because excess force is applied to the device during removal causing the bolster to detach. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - retrieval of device fragment. (B)(4) - the reported event of bumper detached. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure, (the exact date is unknown however approximately 6 months prior to the event date). According to the complainant, during the procedure on (B)(6) 2011, the physician pulled the placed device to remove it in preparation for placing the new one and the internal bumper detached inside the patient. The physician used grasping forceps to retrieve the bumper. A new securi-t percutaneous replacement gastrostomy was used to complete the procedure. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure, (the exact date is unknown however approximately 6 months prior to the event date). According to the complainant, during the procedure on (B)(6), 2011, the physician pulled the placed device to remove it in preparation for placing the new one and the internal bumper detached inside the patient. The physician used grasping forceps to retrieve the bumper. A new securi-t percutaneous replacement gastrostomy was used to complete the procedure. The patient's condition was reported to be good.